Event description:
A 26mm trinica select plate was implanted in 2003 with two 16mm fixed angled screws placed superior and two 16mm variable angle screws placed inferior, during a one level cervical case at c6-c7. Dr. Also implanted an 11mm fibula wedge in the disc space. During a follow up examination, approximately three months post-op it was observed that there was a space above the implanted bone (cephalad), indicating non fusion of the implanted bone. During a follow up examination, approximately six months post-op, there was evidence that one of the 16mm screws placed inferior broke. There was no evidence of fusion at this time. The dr. Made the decision to perform revision surgery. Revision surgery consisted of replacing the trinica select plate and screws, replacing the 7mm fibula bone with 7mm cervical specialty graft, and implanting a danek posterior fixation system.